Event description:
Customer called to report hospitalization and high bgs. It was stated when they woke up, they had an off no power alarm and noticed that their bgs were high. High bg was treated with manual injection, but the bgs were still elevated. Although the md concluded that the device caused the hbgs, the customer was treated with an insulin drip and was back on pump at the time of this call. No bolus history was present for the six days prior to hospitalization nor was there a bolus history or the prime history for the day of hospitalization. Customer's programming was incorrectly set to military time and was assisted with the reprogramming. During troubleshooting it was also noted that the insertion technique was improper. Customer was advised against use of this device as a replacement was being sent.